Manufacturer narrative:
The reported event of failure to advance stylet/guidewire was confirmed. As received, a complete lead was returned in one piece with stylet found inserted inside the lead. X-ray examination of the lead found the inner coil inside the connector region was overtorqued and two filars were broken/separated consistent with procedural damage. Stylet insertion test was unable to perform due to overtorqued inner coil inside the connector region. The cause of the reported event was isolated to the overtorqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the lead. The lead was not used and replaced. The patient was in stable condition throughout the procedure.